Event description:
It was reported that the patient presented to the emergency room with their heart rate in the 20 bpm range. The staff put the patient on an external pacemaker. The right ventricular (rv) lead was not capturing and the thresholds were variable. At some point during the day, the threshold changed to and at that time, ventricular capture was lost and the ventricular rate was in 30's. The patient had a brief syncopal episode. The lead was reprogrammed and was later inactivated, and a new lead was implanted on the opposite side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).